Manufacturer narrative:
Additional information has been provided in d9 device was returned to manufacturer. Corrected information has been provided in h3 to accurately reflect the device was evaluated by manufacture. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure was due to biomaterial buildup based on data log analysis showing gradual purge pressure increase and biomaterial on returned product.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a blocked purge system. The purge was flushed without resolution. The pump was exchanged with another impella 5.5 to resolve the issue. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.